Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the amount of light became unstable due to the life of the lamp, then the endoscopic image became unstable.

Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon occurred due to lamp failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that poor xenon lamp led to light instability, resulting in unstable image. There was no report of patient injury associated with the event.